Manufacturer narrative:
Additional patient codes: 2123. Additional information was requested, and the following was obtained: were there any intra-operative complications? No. Product code and lot number unknown. What were the current symptoms following the index surgical procedure? Onset date? - vaginal discharge. Onset date 2016. Sub-urethral granulation tissue. Onset date 2016. Onset date/time of the pain? Unknown. Medical or surgical intervention provided? No medical intervention provided as yet. Referred for possible total mesh removal to manchester. I am not convinced that her right hip pain and occasional pain in right leg is related to her retropubic tape. The patient is otherwise well.

Manufacturer narrative:
Patient codes: 1750. Device codes: 4003. The patient experienced mesh exposure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced hip pain and constant discharge to which they have found out there is a hole that has not healed due to mesh. The patient has been put on 300mg 3 times a day of gabapentin. The patient reported they are still waiting to seek removal. Additional information has been requested.